Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was constantly breaking and causing blood leakage on the tube it connects to the mentioned item and its surroundings. There was unknown patient harm or adverse events reported as a result of this event.

Manufacturer narrative:
One photo was received for evaluation for the complaint that the device was constantly breaking and causing blood leakage on the tube it connects to the mentioned item and its surroundings. The DHR review found no discrepancies or anomalies relevant to the complaint. No samples were provided for evaluation. The reported complaint can be confirmed from the photo provided.